Event description:
The customer alleged that the vent became inoperative on a pt with error code kb0033. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory and replaced the ai pcb and inspiratory electronics. The unit then passed extended self testing.